Event description:
It was reported that during an unknown procedure, multiple clip appliers were not functioning properly with either no clips being deployed or misfiring completely and not properly forming.

Manufacturer narrative:
(B)(4); date sent: 6/15/2023; unknown, assumed first day of month that complaint was reported; batch # unk; additional information was requested and the following was obtained: "please clarify how ¿misfiring completely and not properly forming¿ did device feed clips sideways? I do not believe so did device not fire clips (jammed)? I believe so and that there were misfires did device fire malformed clips? No did device fire scissored clips? No did device drop or eject clips? No if other, please specify were there any patient consequences? If yes, please describe. No just opened an excess of clip appliers to do the case" attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/12/2023. D4: batch # w7028u. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "in the event description it states that the device was "misfiring completely and not properly forming". However, in the additional information received it states "no" to the question "did device fire malformed clips?". Did the device fire malformed clips, yes or no? Did the device not feed/advance the clip into the jaws? Did the device feed multiple clips into the jaws did device not deploy clip from jaws upon firing?" Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm30 device was received with the cartridge cover damaged. Upon cycling, the instrument was noted to be empty. The lock out mechanism was noted to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled and the lock out spring was noted out of position. However, it is known from the history of the device that the cartridge cover damaged condition may lead to malformed clips. The event reported was confirmed and it is related to improper use of the device. A possible cause for the damages found is excessive force applied over the device. Please reference the instruction for use for more information. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.